Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure the handpiece did not have vacuum/aspiration. The hand piece was then replaced for another one after flushing the tip to check for blockage, but this didn¿t rectify the issue. The procedure continued but the patient experienced a posterior capsule tear . An anterior vitrectomy was performed and an iris fixation lens was inserted. It was noted that it was not known if the event was caused by initial equipment / hand piece issue or patient anatomy. Additional information has been requested.

Manufacturer narrative:
The customer reported that during a cataract procedure the phaco handpiece did not have vacuum/aspiration. The phaco handpiece was exchanged for another one after flushing the tip to check for blockage, but this did not rectify the issue. The procedure continued with the patient experiencing a posterior capsule (pc) tear. An anterior vitrectomy was performed and an iris fixation intraocular lens (iol) was inserted. The customer noted that it was not known if the event was caused by the system, the phaco handpiece, or patient anatomy. No further information is available. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis, poor microscope illumination red reflex, ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system or phaco handpiece had any effect on the integrity of the posterior capsule. The patient¿s ocular and medical history were not provided. The phaco handpiece was manufactured on february 23, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).